Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: visual inspection of the as returned product identified a large amount of wear about the implant threads. Functional testing was performed for the returned product and it was determined that the mount screw could not be backed out with hand tools and is cold welded to the implant. No pre-existing conditions were noted on the per. Appropriate documentation was reviewed. DHR review was completed for the subject lot number: 1224185. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (1224185) for similar cause and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. B4: date of this report. D4: expiration date and UDI. D10: date returned to manufacturer. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H4: device manufacture date. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. First name unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the transfer post would not disengage the implant. Tooth location 30.